Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient wasn¿t experiencing leg pain anymore and no longer needed the therapy. It was reported that, due to the patient¿s low body fat, the ins was sticking out where the anchors were and it was painful and irritating for the patient, especially when sitting down in a car. The entire system was explanted on (B)(6) 2018. No further complications are anticipated.